Event description:
It was reported that the light source had illumination shadows that caused a dark image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed as no defect was observed and since the device malfunction was not confirmed, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.